Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd saf-t-intima¿ IV catheter safety system, foreign matter was found at the tube of the indwelling needle during checking before use. The following information was provided by the initial reporter, translated from chinese to english: foreign matter was found at the tube of the indwelling needle during checking before use.

Event description:
It was reported that while using 2 bd saf-t-intima¿ IV catheter safety system, foreign matter was found at the tube of the indwelling needle during checking before use. The following information was provided by the initial reporter, translated from chinese to english: foreign matter was found at the tube of the indwelling needle during checking before use.

Manufacturer narrative:
H.6. Investigation summary: since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.